Event description:
Same case as MDR ID#: 2134265-2013-02745 , 2134265-2013-02747. It was reported that during percutaneous coronary intervention (pci) procedure, the automatic pullback of the ilab motordrive was stopped. No patient complications were reported and the patient status is stable.

Event description:
Same case as MDR ID#: 2134265-2013-02745 , 2134265-2013-02747. It was reported that during percutaneous coronary intervention (pci) procedure, the automatic pullback of the ilab motordrive was stopped. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device were received for analysis in good condition. Functional testing revealed that the device meets specifications. In addition, the unit intermittently loose the image when the lemo cable is moved. The root cause of the failure is a defective lemo cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).